Event description:
During a coronary stent procedure, the stent dislodged. The lesion being treated was calcified and tortuous in the circumflex artery )cx). The lesion was predilated and the express2 3.5mm x 24mm stent was pulled back right to the end of the guide catheter and then everything was pulled back to the sheath. At this time, when the express2 3.5mm x 24mm stent was attempted be retracted the stent dislodged from the delivery system. The exact location of the undeployed stent is unknown, however, it is possibly in the peripheral vasculature. Another manufacturer's stent was successfully deployed at the target lesion.